Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation (pns) due to the left ventricular lead. The lead was attempted to be reprogrammed, but the pns could not be resolved so a lead revision was planned, however then multiple pacing vectors were tested again and one was found where the pns was not present. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.